Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3387-40, lot # j0424916v, implanted: (B)(6) 2004, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0206548v, implanted: (B)(6) 2002, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension.

Event description:
A manufacturer representative (rep) reported that the patient is schedule for a revision because of an "issue," with opens on all contacts. The rep was with the patient at the time of the report and impedance measurements were taken at 3.0v. The following combinations were high, with the rest in range: c-1 = 5250 ohms, 0-1 = 5286, 1-2 = 7181, 1-3 =7619, 2-3 = 1182. The patient is programmed c+ 3- and the electrode impedance for that combination is 987 with the patient receiving intended therapeutic benefit. There have been no therapy issues or zapping sensations associated. It was noted that a revision may not be needed at this point. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.